Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed an x-ray disabled error and frame sync errors. These errors could cause a loss of the live fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.